Event description:
The customer reported that while running an hbc assay, summit sample handler did not pipette sample or diluent in well position h1 and did not give an error message. An ortho field service engineer was dispatched and could not duplicate the event. Fse perfomred system operation checks and replaced tip clamp in position #1. No death or serious injury was associated with this event.